Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024 and the patient began experiencing pain in the left arm on (B)(6) 2024, three approximately three weeks after the insertion. It is not known in which arm the sensor was inserted and if the pain was specific to the area of sensor insertion. As per the case information, the hcp is aware of the incident and no medication was prescribed. The patient decided to stop using the system and get the sensor removed. Sensor removal has been scheduled for (B)(6) 2024. Multiple attempts were made to contact the patient to gather additional details. However, the patient remained unresponsive. It is unknown if the pain occurred at the site of sensor insertion or if it was at a different location. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced pain in the left arm after sensor insertion. The sensor was inserted on (B)(6) 2024 and approximately three weeks after the insertion, the patient began experiencing the symptoms. The area of pain is unknown and that information was not provided despite asking multiple times. The patient decided to stop using the system and to have the sensor removed on (B)(6) 2024. No further information was provided.